Manufacturer narrative:
Date of report: 27jun2019. Date rec'd by MFR: 25jun2019. A gas delivery system (gds) assembly was returned for analysis. An investigation was performed and the component (u1) on the air flow sensor pcba and component (u1) on the o2 flow sensor pcba created the air/o2 flow accuracy test and o2 accuracy test to fail. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12june2019. The manufacturer¿s international service technician confirmed the reported gds issue. The manufacturer¿s international service technician replaced the gds to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported airflow accuracy test failed. There was no patient harm reported.